Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to an electrical incoming inspection. The analysis of the pacemaker's memory content documented the battery status eri. A destructive analysis could not confirm a battery depletion. The measurement of the battery voltage showed a charged battery with a voltage level of nearly 2.8v. There was no indication of sensing and/or pacing problems. The analysis of the current consumption showed expected values. During the analysis it was noted that the pacemaker measured a battery voltage that was slightly too low. Thus, the battery voltage measured by the pacemaker was lower than the true voltage of the battery itself, resulting in a premature activation of the eri status. In summary, the device status eri was activated prematurely because the voltage measurement of this pacemaker had underestimated the voltage of the battery.

Event description:
Ous MDR - after an implant duration of about 28 months, it was reported that the device was approaching an eri indication. No adverse patient side effects have been reported. The device was explanted.